Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of clinical usage and no non conformities. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint of "stopped working" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 stopped working after the power supply made a strange noise. The harvester had done about 4 branches, and then the device made a rapid beeping noise and would not work. The cord was replaced, but it still would not work. A replacement unit and the original power supply and cable were used to complete the procedure. The hosp did not report any pt effects. The product was returned.